Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that reservoirs were not able to fill five reservoirs, four of which were from the same box. Customer's blood glucose was 418 mg/dl. Customer was advised that reservoir box would be replaced.